Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the needle pierced through the catheter while introducing catheter. The following information was provided by the initial reporter: when removing catheter the metal needle had sheared the plastic at base so it was a "y" looking appearance.

Event description:
It was reported that while using a bd nexiva¿ diffusics¿ closed IV catheter system, the needle pierced through the catheter while introducing catheter. The following information was provided by the initial reporter: when removing catheter the metal needle had sheared the plastic at base so it was a "y" looking appearance.

Manufacturer narrative:
H.6. Investigation: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.